Manufacturer narrative:
Device evaluation: customer has not yet returned to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received alleging that the device was in use with pt for five days when the pt's nurse noticed that the adjustable flange on the tracheostomy tube was not adequately locking the tube into place. The report states that on one occasion the nurse found that the tube had slipped from its previous position by a few millimeters. Later in the same day, the pt accidentally decannulated. The tracheostomy tube was exchanged. There were no adverse effects to the pt.